Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform complete pump reset, completed reset with support, and then successfully started new sensor session without further cgm error.